Event description:
It was reported that the image quality of the images produced was degraded to a point in which they were not usable. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. Camera parts are worn and are no longer available for replacement. No add'l service info was provided.